Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece produced bleeding after seal activation and end tone was produced. The machine also had insufficient coagulation. A similar handpiece was used to complete the case. There was no patient injury.